Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during first inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed that the balloon has a pinhole 1mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.